Event description:
Account alleged a pt fell from bed. The account alleged bed exit was set and did not place alarm at nurse station, only placed local alarm. No information was given regarding the pt outcome.